Manufacturer narrative:
The reported events of loss of capture and lead fracture were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting was found between conductors at the distal portion of the lead consistent with procedural damage. Visual inspection of the distal portion of the lead found the outer insulation to be damaged at 11.2 cm and 21.7 cm from the distal electrode tip, with stretched at multiple locations consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture threshold and loss of capture due to the lead being fractured. The rv lead was explanted and replaced. Patient was stable.